Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic robotic prostatectomy procedure, the device was fired, staples deployed all the way however they were not formed and there was only half a cut line. The procedure was prolonged by thirty minutes. Suture was used to complete the procedure. No adverse consequences reported. (B)(4)